Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device was having difficulty with interrogation. The patient had reported fall, and they felt that the device might have migrated. Technical services (ts) recommended to have x-ray imaging performed to check on device. Boston scientific representative stated that x-ray imaging was performed and confirmed that the device showed normal operation. The cause was not yet determined on why the device was not able to be interrogated. The plan was to try interrogating the device again and to have it replaced soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.

Event description:
It was reported that this pacemaker device was having difficulty with interrogation. The patient had reported fall, and they felt that the device might have migrated. Technical services (ts) recommended to have x-ray imaging performed to check on device. Boston scientific representative stated that x-ray imaging was performed and confirmed that the device showed normal operation. The cause was not yet determined on why the device was not able to be interrogated. The plan was to try interrogating the device again and to have it replaced soon. This device currently remains in service. No adverse patient effects were reported.